Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device is having problems with the nibp pump, artifact defect in the pneumatic line. The device was not in use on patient at time of event; there was no adverse event reported.